Manufacturer narrative:
Device history record (DHR) review could not be conducted for the disposable device or the radio frequency controller (rfc) as identification numbers were no provided by the complainant. Reference internal complaint.

Event description:
User facility reported a thermal injury following a novasure procedure, done in 2009. During follow-up with the physician the following month, she reported the patient had an uneventful novasure endometrial ablation. However, the patient returned in 1-2 days after the procedure with an "acute abdomen" and was taken to the operating room. During a laparotomy a "2 cm thermal injury [was] seen on the serosal surface" of the uterus. There was an "area of small bowel with rupture [which] had evidence of thermal injury as well. The bowel was resected and re-anastomosed. There was no evidence of uterine perforation". We have been unable to obtain additional information surrounding this event.